Event description:
It was reported that the arctic sun device showed system failed to start error. As per review of wo on 30nov2023, there was no patient involvement. As per follow up information received via email on 20dec2023, the device was sent in for a bd-approved facility for evaluation. Customer has brought the machine to their facility to evaluate. The issue was not resolved and waiting for spare part claim. Repair not done as waiting for warranty claim part.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed power circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was an open power circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showed system failed to start error. Per review of wo on 30nov2023, there was no patient involvement. Per follow up information received via email on 20dec2023, the device was sent in for a bd-approved facility for evaluation. Customer has brought the machine to their facility to evaluate. The issue was not resolved and waiting for spare part claim. Repair not done as waiting for warranty claim part.